Event description:
It has been reported to philips that the customer has shared the vulnerability assessment scan for (B)(6) 2026 and is requesting assistance. No adverse events or patient harm was reported in the associated complaint (B)(4). Philips has started an investigation for this complaint.